Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8840, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) female patient receiving intrathecal clonidine 150mcg/ml at 24.24mcg/day, bupivacaine 30mg/ml at 4.848mg/day, and dilaudid 30mg/ml at 4.848mg/day via an implantable infusion pump. The indication for use of the device was for intractable spasticity and other spasticity. The concomitant medications and patient history were not reported. It was reported that during a refill on (B)(6) 2016, there was a drug programming error, as the wrong drug concentration was entered. The health care provider (hcp) stated that the drug concentrations were just changed to clonidine 300mcg/ml at 58.13mcg/day, bupivacaine 25mg/ml at 4.844mg/day, and dilaudid 25mg/ml at 4.844mg/day. When the pump was first updated, the hcp neglected to change the concentration for the dilaudid and bupivacaine. The hcp realized the error and went back in to correct the concentrations (while the initial bolus was in progress), and allowed the bridge bolus that was programmed to continue to run. The error was corrected before the patient left, and confirmed with technical support that everything had been done correctly. No symptoms were reported. Additional information received from the hcp reported that no symptoms were reported. The hcp had inquired whether the bolus would prevent the pump from administering the correct dose, and the manufacture technical support confirmed that the bolus was the same. The patient would get the proper re-programmed dose. During the refill, the medication removed was noted as 6.0ml, and the logs indicate that the expected volume was also 6ml. The next refill date was (B)(6) 2016. The serial number and cause for the programming error remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; the additional information did not provide any new information. If additional information is received this report will be updated.